Event description:
It was reported that the pt had a trauma. The pt was explanted on (B)(6) 2012. To date no further info is available.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.